Event description:
Customer reported that the suture broke at an unspecified time following fascial closure of a vertical midline incision. The pt was returned to surgery for repair. The suture was described at re-operation as a clean break with both knots intact.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.